Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device stored recurrent ventricular fibrillation (vf) and supraventricular tachycardia (svt) events. The patient had never experienced symptoms, so the physician believed these events were false. In addition, the physician noted qrs complexes were not being correctly identified in the daily presenting subcutaneous electrocardiograms (s-ecgs), likely due to their small amplitude. The boston scientific field representative requested technical services (ts) if they recommended repositioning the icm device or if the programming could be adjusted. Ts reviewed the events and discussed the rhythm evaluation should be performed by the cardiologist. Additional information was received indicating the icm device was explanted from the patient due to the initially reported sensing issues. A monitoring product manufactured by another company was implanted as replacement. No adverse patient effects were reported. The explanted icm device is not available for return since it was discarded by the physician.